Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number for npi blunt pe & npe, bending during use pe & npe, needle clog & npi needle pain.

Event description:
It was reported that during use with a bd ultra-fine¿ pen needle insulin is not able to be delivered. It was reported that sometimes no insulin comes out, he does not prime.